Manufacturer narrative:
This report is being submitted as additional information was received that this lead exhibited loss of capture (loc). This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed, and the crt-d was explanted, while the rv lead was surgically abandoned. The right atrial (ra) lead and left ventricular (lv) lead remain in service and are connected to the new crt-d. In addition, the previously capped implantable leads remained capped. No additional adverse patient effects were reported. Additional information was received that this rv lead exhibited loss of capture (loc). It was noted the cause of loc was unknown.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This rv lead was surgically abandoned.